Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found disconnected tubing from port 6 of the blood sampling valve, bsv, for white blood cell, wbc, diluent dispenser. He reconnected the tubing to port 6 at the bsv and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak from a coulter lh 750 hematology analyzer. The volume of the leak was not specified. The leak was contained within the instrument and no error messages related to this event were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.